Event description:
Info received indicates the siderail is not staying up.

Manufacturer narrative:
The tech found a sticky substance in the left intermediate siderail latch assembly. The tech cleaned and lubricated the latch assembly to repair the bed.